Manufacturer narrative:
(B)(4). There is no sample available to baxter for evaluation.

Event description:
A nurse reported an incident of ruptured bladder to baxter (B)(4). The bladder ruptured at the end of patient infusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.